Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat blood glucose (bg) level (value not provided). It was not known if customer experienced a low or high bg level. Further information regarding the event could not be obtained as the customer declined to provide any details.